Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal hydromorphone (unknown concentration and dose) and another unknown drug via an implanted pump for non-malignant pain. It was reported that the patient stated their pump was implanted on the left side of their chest but because now they have leukemia and their spleen is eating away at their cells like crazy and that it was growing really bad "like 3x its size and no room" and that it felt like something was stabbing them in the lungs when they breathed and thought they were going to die. Patient stated that sometime in 2023 they had their pump moved from the right side and they could tell when they came to the hospital that the little pouch used to hold the pump had turned really soft and then 2.5 months ago noticed that now the pouch holding the pump was hard as a rock instead of being soft. The patient was redirected to their healthcare provider to address the issue.

Manufacturer narrative:
Continuation of d10: product ID neu_pouch_acc product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.